Event description:
The customer stated that he called paramedics because he felt as if his blood glucose was low. When paramedics arrived, they tested the customer's glucose at 41 mg/dl. The customer's glucose was also tested using his breeze2 meter and that reading was 164 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not mention treatment, but he was most likely treated with glucose. The customer's test strips were returned for eval. Replacement test strips were sent to the customer.